Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. The lead was reprogrammed with the svc coil turned off and the patient will be monitored. No patient complications have been reported as a result of this event.